Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the physician had difficulty unscrewing the lead from the pulse generator. The device was explanted and replaced. The patient was noted to be in stable condition post surgery.